Event description:
A patient was undergoing continuous renal replacement treatment on a prismaflex and a prismaflex m100 set. Several hours into treatment the nurse observed blood leaking from the return line, approximately 5 inches from the connection to the femoral catheter. The nurse stated the holes looked like pin holes. The blood in the extracorporeal circuit was not returned to the patient and treatment was resumed with a new prismaflex set. The patient did not present with any clinical symptoms and no medical intervention was provided. MFR ref#: 8010182-2015-00020.